Event description:
The customer reported via phone call that she was having trouble with calibration errors and sensors that will not stay inserted. The customer also stated that she had been experiencing issues with sensor glucose versus blood glucose values, and in (B)(6) 2015 had a sensor reading that was 154 points off from a blood glucose reading. The customer stated that this caused her to have a seizure and be hospitalized. The customer stated that she administered insulin based on her sensor glucose level. The customer was informed that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.